Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced a diabetic ketoacidosis (dka) event that required hospital admission on (B)(6) 2026. Specific details regarding the date medical attention were sought, duration of hospitalization, discharge date, presenting symptoms, glucose values, and treatments administered were not available at the time of reporting. The healthcare provider notified the company of the dka admission and requested retraining on the omnipod 5 system due to concerns regarding gaps in caregiver understanding of device use. Following the dka event, the patient discontinued use of pods pending completion of additional training. For the purpose of reporting, on (B)(6) 2026 will be used as the occurrence date.